Manufacturer narrative:
Upon review of the pictures sent from the customer, the center of the urethane cover bubbled up and peeled away, exposing the inside of the mattress cover. A new mattress was shipped out to the customer. This problem has been assigned to CAPA (B)(4), and a follow-up report will be submitted upon completion of the corrective action.

Event description:
Customer emailed stating they had a mattress that delaminated.